Event description:
The customer reported difficulty moving the l-arm, and system is displaying an x-rays disabled error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board, reloaded calibration files, and adjusted the l-arm brake handle. System operates as intended. (B) (4).